Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient had two catheter repair surgeries in 2013. No further information was provided related to these repair surgeries. Refer to manufacturer report # 3004209178-2013-11442 for the previously known reported catheter revision in 2013. The reason for the repair surgery, patient symptoms, troubleshooting, what medications were within the device or patient outcome were not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.